Event description:
It was reported "the pam-I catheter was inserted by the doctor on duty, and upon opening the package, it was observed that the catheter was kinked, preventing it from advancing into the patient's artery." There was no patient harm or injury as this was found prior to use. Associated MDR numbers include: 3006425876-2025-00697.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pam-I catheter was inserted by the doctor on duty, and upon opening the package, it was observed that the catheter was kinked, preventing it from advancing into the patient's artery." There was no patient harm or injury as this was found prior to use.

Manufacturer narrative:
(B)(4) section b.5. - amended to remove associated MDR numbers. The actual device was not returned; however, the customer provided a photo for analysis. The photo shows a kinked guide wire. Therefore, the customer report was confirmed. A complete visual inspection could not be performed as no sample was returned and the outer pouch was not also pictured to confirm any bends/creases. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." The customer report of kinked guide wire was confirmed by visual inspection of the customer supplied photo. The image shows a guidewire with two kinks in the body; however, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.